Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have various scratches on the main tube. The scratches measured approximately 0.1125¿ - 0.0710¿ in length and are axially aligned with the tube axis. Fragments were missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the vessel sealer extend (vse) instrument cover started to corrode. Fragments fell inside the patient but were retrieved during the same procedure which was completed robotically. The fragments are not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.